Manufacturer narrative:
B3: unknown; month and year valid. H3: no sample was received for evaluation. Therefore, an exact cause of the reported issue was unable to be determined. A device history review could not be performed as an item number and lot number were not provided by the customer.

Event description:
It was reported that a 22-gauge jelco IV catheter tip was sheared or missing following a caudal procedure on the patient. An x-ray was completed and confirmed that there was no evidence of a retained foreign body. The event occurred in the hospital operating room. There was no patient injury. There was a brief 10-minute delay during surgery due to obtaining the x-ray to check for a retained foreign body.